Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es medications were out of stock. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es medications were out of stock. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes & manufacturer narrative upon investigation of the actual device of this incident, it was determined that the displaying the medications as out of stock, but the server did not show an updated quantity. A technical support specialist (tss) accessed the station using remote assist and confirmed it was connected, though quantities were incorrect. A sync communication issue required a manual recovery. After reviewing the customer¿s attachments, tss found that the med sync on the station was not current. Tss dialed into the station, checked the synchronized status, and reviewed the server synchronized debug logs, which showed retry errors. Tss stopped the synchronized and maintenance services, backed up the database using the knowledge article (ka) procedure, and performed a manual recovery for datasyncinvaliduploadchangetrackingvalue by running the gettx.sql script and truncating core.systemoperation. New retry errors appeared, and tss followed the appropriate ka, including ¿retry on tx. Storageitemtransaction¿ and ¿retry mode: insert into tx. Transactionsession,¿ updating the change tracking values successfully. The station was rebooted, and the server sync information showed everything up to date. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es medications were out of stock. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.